Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to any of olympus locations. Therefore, olympus medical systems corp. (Omsc) could not investigate the device. In addition, olympus deutschland gmbh made conscientious efforts, but was not able to obtain information about the microbiological test result and the reprocess method from the user facility. At the user facility, an event similar to the reported event has occurred in the past. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the user facility did not provide the microbiological test result and the device was not returned to olympus. However, based upon the past similar cases, the reported event may have been caused by the following: -there was a difference between the reprocessing method performed by the user and recommended by the instruction manual. -contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus repair center in (B)(6) but has not been returned to olympus repair center yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the reprocessing method, the number and the type of microbes. There was no report of infection associated with this report.